Event description:
A technician reported that bilateral intraocular lens (iol) exchange procedures were performed due to "mechanical failure." In a follow-up, the technician indicated the pt was a previous contact lens user who discontinued contact lens wear "several" weeks prior to pre-operative final keratometry readings. She also indicated that, for both eyes, posterior capsule opacification was noted and yag capsulotomies were performed approximately one month following the initial implant surgeries. The technician reported the lenses were exchanged due to the pt's inability to adapt to the lenses. She reported the event resolved following the exchange. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Eval summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 01/04/2012 by fax and mail. A completed questionnaire was received on 01/05/2012. (B)(4).